Event description:
At about 5 months after primary, the patient came in reporting growing pain and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29-jan-2025. (B)(4) items manufactured and released on 05-mar-2024. Expiration date: 19-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 2407933. Batch review performed on 29-jan-2025: (B)(4) items manufactured and released on 15-apr-2024. Expiration date: 27-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.152mb double mobility acetabular shell ø52 (k143453) lot. 2346409, batch review performed on 29-jan-2025. (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 22-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Sms solid 01.36.043 sms solid stem std size 3 (k181693) lot. 2104518, batch review performed on 29-jan-2025. (B)(4) items manufactured and released on 02-aug-2021. Expiration date: 22-jul-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.